Event description:
In may 2005, a clinical incident involving a microcaps arthrowand was reported to arthrocare corporation per medwatch report dated april 2005. The reported incident involved an ankle arthroscopy procedure performed three days earilier. During the procedure, the tip was reported to have detached and fell into the surgical site. An examination using a c-arm fluoroscope revealed the fragment had migrated to the back of the ankle. The physician re-operated to retrieve the fragment.